Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date. It is unknown which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), batch: 3097024.

Event description:
Additional information received indicates the lead did not contribute to the event as the issue was resolved with the replacement of the ipg.